Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation due to MRI examination. Programming changes were performed. The patient was in stable condition.